Event description:
It was reported that the cadd solis vip pump failed to turn on. Prior to this, the pump produced a downstream occlusion alarm. The home patient reported difficulty with flushing the line. The pump alarmed continuously with a blank screen. This issue persisted for several minutes after the batteries were removed/replaced on the pump. The aforementioned product problems did not cause or contribute to any adverse patient health effects.